Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a hemodialysis set, including a guide wire, catheter, and dilator for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks/bends throughout the body. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 208mm, 236mm, and 380mm from the distal tip. The overall length of the guide wire measured 682 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.853 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations along its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.